Event description:
User reported malfunction, breakage of device(s) at user one unit tip broke, one unit cracked, on unit where the filling unit attaches broke off. Not normal practice but cannot report that the devices were not stored outside labeling storage conditions. Syringe broke apart during activation.

Manufacturer narrative:
One hundred percent inspection visual 100x magnification of filled devices returned from pharmacy; 76 units - nine units showed cracking - 152 units in original sterile packaging - opened 100% inspection visual 100x magnification - zero defects found - all units filled and inspected at zero time - zero defects found. Testing outside normal storage condition in process - will report following completion of testing. Previous lot testing could only replicate this type of cracking when units were filled and frozen.